Event description:
The rptr did back to back (rapid succession) blood glucose tests. Pt's results were 230, 320 and 284 mg/dl. Pt did not have any symptoms. Meter code/strip was incorrect; reviewed meter setting. A control test was not done due to unavailability of supplies. On followup, pt was concerned that the results were elevated because the dr wants pt's blood glucose to be between 87 and "maybe 138". Pt is on glyburide. No harm was alleged.